Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module syringe adapter set was breaking off the following information was received by the initial reporter with the following verbatim it was reported by customer that the hub of the syringe is very pliable so if the syringe is accidently hit while on pump, it can come off tubing or break off.

Manufacturer narrative:
Two pictures were taken by the customer that confirm the failure. However, the syringe was not able to be identified and due to no sample being returned, no further investigation can be conducted and no root cause can be determined. A device history record review could not be performed because a model and lot number was not provided by the customer.

Event description:
No additional information.